Manufacturer narrative:
User's technique may have caused or contributed to the adverse event. User reported he was not cleaning the insertion area before insertion. In addition, he reported he was inserting the catheter into a lubricant tube prior to insertion and then reusing the same lubricant tube. He was sent an instruction guide and encouraged to discuss technique with his doctor.

Event description:
Intermittent catheter patient (user) reported experiencing a recurrent urinary tract infection (uti). He was prescribed three rounds of antibiotics which at the time of the last communication had been unsuccessful at totally clearing the infection. No device defect or malfunction was reported.